Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 75446545, 510k # k042025 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic examination confirms mas broken approx. 1-2 threads below screw head. Damaged noted on both mas head and bone screw portions of implant, microscopic examination of fracture surface reveals a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue. The above observations are consistent with anticipated failure due to fatigue.

Event description:
It was reported that the patient underwent a tlif at l5/s1 to implant interbody device and posterior fixation. The patient developed pseudoarthrosis associated with fusion failure and the base of the screw at s1 on the right side broke at unknown time post op. A revision surgery was performed approximately two and a half years post index surgery. The screws and rods were replaced. No patient complication was reported during and after the revision surgery.